Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that va lockscr ø2.7 head 2.4 self-tap l36 ta had the threads of the screw are heavily stripped and some threads were separated from the screw, most likely caused during removal process. The broken fragments of the threads were observed in the visual evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l36 ta. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united arab emirates as follows: it was reported that during an elbow surgery on an unknown date, the surgeon was using the va-medial plating, distal screws, and the doctor put 2.7 va locking screws into the distal hole (he started with manual screwdriver, then shifted into power, then last couple of turn used a torque limited screw driver again for final tightening). However, after inserting the screw, the doctor had to remove it to do some adjustment to the fixation. After the screw was removed, he found small metal thread into the plate. The screw was checked and it was discovered that there were multiple metal ring shapes around various areas of the screw itself. Another screw was used to complete the procedure successfully. There was no consequence to the patient. No further information is available. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 36mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: procode: additional device product codes: hrs. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that va lockscr ø2.7 head 2.4 self-tap l36 ta had the threads of the screw are heavily stripped and some threads were separated from the screw, most likely caused during removal process. The broken fragments of the threads were observed in the visual evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l36 ta. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.